Event description:
It was reported that a pump declared alarm 30 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the proper technique and successfully resumed insulin therapy.